Manufacturer narrative:
International UDI# (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. The manufacturer¿s international service technician confirmed the reported issue. Checked the service manual and the (power management) pm board has broken. Confirmed the problem exist on the blower and pm board. The manufacturer¿s international service technician replaced the defective blower and power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported noisy blower and error blower temperature too high (e/c 1002). The device was not in use at the time of the reported event; therefore, there was no patient involvement.